Event description:
Complainant alleged that during functional testing, the device displayed a "defib not charging" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing without duplicating the report. It is possible the customer's report is realted to prolonged storage in a high humidity environment. The batteries were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.